Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. The customer evaluated the unit and confirmed the reported issue. The customer replaced the power switch overlay to resolve the reported issue. Unit was returned to service.

Event description:
Customer contacted technical support (ts) stating that unit had led failure. The customer reported there was no patient involvement. Event date not specified; estimate used